Manufacturer narrative:
It was reported that pressure transducer difference is higher than 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the internal leakage test with message pressure transducer difference > 5 cm h2o failed during pre-use check. The pressure transducer board was checked and needs to be replaced to resolved the issue. Pc 1781 pressure transducer measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure.  There was no patient involvement. Unfortunately, neither the device's log nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).